Manufacturer narrative:
The scs system was not returned. Nevro had attempted multiple times to obtain additional information surrounding the circumstances of the reported event. However, there were no additional details available. Based on our investigation,there is no evidence that the cardiac arrest and subsequent death are device related.

Manufacturer narrative:
The scs system was not returned. Based on the report, there is no evidence that it is device related. However, nevro is currently obtaining additional information regarding the event.

Event description:
It was reported to nevro on february 19, 2016 that a patient had a cardiac event while driving. The patient received medical emergency care but did not survive. The cause of death was cardiac arrest. There were no other details provided with the report to suggest that the event was device related.